Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 3 reports of surgical intervention that occurred three separate times. Please see related records (B)(4).

Event description:
Dexcom was made aware on 01/15/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with redness extending beyond the patch perimeter which occurred on an unspecified day after the sensor had been inserted into the abdomen. The patient reported having 3 surgical interventions which occurred three separate times, this is 2 of the 3 reports. It was noted that the patient experienced lower right abdominal swelling, which developed into cellulitis and was transported by ambulance. The patient reported having an unspecified surgery "wherein it required 20 sutures staples" on her abdomen. She was hospitalized due to her skin reaction. The patient was also prescribed unspecified antibiotics. The patient cannot recall any further event details. It was not noted when the patient was discharged home. The patient was still experiencing pain from the surgery at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.